Manufacturer narrative:
(B)(4). The customer returned one 880-36kit for investigation. Upon receiving the circuit, it was visually examined for any signs of misuse/abuse/damage. No tube melting or charring was detected. No other obvious defects or anomalies were noted. After functional testing was performed, a leak in the leak in blue inspiratory reservoir cup was found to be caused by damage to the suction valve. Visual inspection of the valves confirmed they were damaged. There was observed to be a hole in one of the flaps that makes up the valve. The entire circuit was hooked to a leak tester and leak tested. The leak was so profuse, a quantitative leakage value could not be recorded. The circuit leaked water from the suction valve on the iso-gard reservoir drain from the blue inspiratory limb. It appears that one of the valves on the suction port was damaged causing the leak. This damage was most likely caused by a device (other than the provided suction wand) being inserted into the reservoir's valve. The IFU for this product states "install suction line with blue connector (suction wand) onto the suction canister. Set suction or vacuum to 120-140mmhg. To remove condensate, hold drain and vertically insert suction probe into the drain suction port." The reported complaint of a leaking circuit was confirmed based upon the sample received. The returned circuit was confirmed to leak from the suction valve on the iso-gard reservoir drain on the blue inspiratory limb. It appears that one of the flaps on the suction valve was damaged causing the leak. All heated wire breathing circuits are inspected 100% before leaving the manufacturing facility so it is unlikely that this defect was present at that time. The defect was discovered during use. Inserting other objects or devices besides the suction wand into the suction valve can damage the flaps on the suction valve. Therefore, the root cause of this complaint is user error. An in-service has been requested.

Event description:
Customer reported the inspiratory limb cup was bubbling/leaking water. There was no alarm on the vent, just that there was a leak. The therapist reported the port on the cup seemed loose on the inspiratory side. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the inspiratory limb cup was bubbling/leaking water. There was no alarm on the vent, just that there was a leak. The therapist reported the port on the cup seemed loose on the inspiratory side. No patient harm reported.